Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified broken occluder feet on the light blue main body of the twist clamp. Functional clear passage test was performed with no issues noted. Functional tests including leak test and clamp function test were also performed which noted a leak with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined, however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Other relevant history: the patient has been on dialysis since (B)(6) 2022. The alleged transfer was on the patient since (B)(6) 2023 (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken which resulted in leak. This issue was further described as, ¿they noticed the transfer set was a bit weird" and ¿noticed it was kind of loose¿. This was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.